Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The following information was reported: a diabetic patient was successfully closed with a mynxgrip (6f/7f) vascular closure device. Twenty (20) minutes later, there was a hematoma present (size unknown) which was reportedly brought under control. Two (2) hours later, the patient had an rp bleed. The patient was hospitalized but was coded and expired before they could put him into the CT scanner. The physician did not blame the incident on the mynx device/procedure. The procedure was performed at an outpatient center.